Manufacturer narrative:
Investigation is ongoing. This is report 1 of 2 for case (B)(4). Device evaluated by manufacturer: discarded.

Event description:
As reported by a field clinical specialist, a patient underwent a successful transfemoral tavr procedure with a 23mm sapien 3 ultra valve in the aortic position. During the procedure, a 23mm commander delivery system balloon "ruptured" during deployment of the 23mm s3 ultra valve. The delivery system was removed without issue or complications. The valve appeared stable but not fully deployed so a second 23mm commander delivery system was prepped and the original 23mm s3 ultra valve was re-ballooned with the second commander ds. The second commander ds also ruptured during re-inflation of the s3 ultra valve; however, the valve appeared more fully deployed. There was no gradient or pvl noted post second inflation. The second commander ds was removed without issue or complication. The patient was stable and transferred out of the cath lab.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. The complaints for balloon burst and system components separate during use - balloon were confirmed by the provided imagery. However, no manufacturing non-conformance was identified during the evaluation. Per imaging evaluation, the patients 3mensio imagery and a post-procedural picture of the bust balloon were provided by the site for evaluation and the following was observed - presence of calcium in the patients annulus and lvot. The top balloon had radially and longitudinally burst. Some balloon material appears separated and missing. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As per customer report, the patient had moderate calcification at the annulus/leaflets and severe calcification noted in lvot. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip. As a result, additional pull force/excessive device manipulation could have been applied to overcome the withdrawal difficulty which then led to the reported separation. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst while procedural factors (excessive manipulation) contributed to the separation. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As per follow-up received from the fcs, the first initial balloon was partially inflated when it burst and the second balloon was fully inflated when it burst. The patient had moderate calcification at the annulus/leaflets and severe calcification noted in lvot and this area narrowed down significantly relative to the 23mm valve size. There was no extra volume added to both balloons prior to the inflation. The physician used a slow inflation technique and used 17ml of volume for inflation.